Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 389 mg/dl, and the meter bg reading was 30 mg/dl. Reportedly, customer required assistance from paramedics to treat bg level via an unspecified intravenous treatment and consumption of glucose tablets. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.